Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-apr-2016, an fse conducted a service call with the customer over the phone to address the reported event. During the call, the fse advised the customer to install the column and reagents. Upon callback, the customer reported that they reversed the old column after finding that the new sample was not properly installed. Thereafter, the customer was able to get good graphs and normal areas. The instrument was verified as operational. There was no further action required by the fse. The most probable cause of the reported event was incorrectly installed sample needle.

Event description:
On (B)(6) 2016, a customer reported low total area with their g8 analyzer. The reported that the controls results were acceptable. They also emptied the waste, replaced the sample probe, and ran primers but the issue persisted. Technical support advised the customer to replace the columns. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.